Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced pain at the ipg site. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.